Event description:
This procedure was performed in (B)(6). The customer stated that the stent was not completely stretched in the patient's vessel. The patient underwent the first procedure, after conducting balloon dilatation. The physician implanted the stent. After radiography, the physician found that the stent stretched well. Only the overlapped sections of two stents in the middle were compact, and the blood flowed slowly in this part. The 6x200 stent appeared to be shortened to around 165mm, but after the balloon dilatation, the blood flow speed increased. However, the stent became blocked after three hours, and the physician placed a thrombolysis catheter. The stent was dilated 2 times, but the patient's condition repeatedly manifested. Currently, the skin temperature below the knee and limb of the patient is decreased and the toe and heel are blackened.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
A review of the cine images shows a multiple stent procedure. One of the overlaps exhibit compaction and the area just proximal of this area show compaction. The vessel in this area appears to be tortuous. The observed stent shortening can be attributed to optical foreshortening, anatomical attributes, or procedural. The contour of the stent suggests that the proximal side of the stent was deployed while the proximal deployment paddle was advanced as opposed to a pin-pull technique. Advancing the proximal deployment paddle can longitudinally compress the stent. Damage of this nature has also been observed when the proximal grip is not held in a fixed position.